Event description:
On 10/jun/2024 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis on approximately 1/sep/2022. Follow-up with the patient¿s primary pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic in september 2022 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (elevated, results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and cefepime (dosages, durations, frequencies unavailable), as that was the protocol in 2022. The peritoneal effluent culture result was positive for gemella haemolysans, and the patient¿s antibiotics were continued. The pdrn stated the cause of the peritonitis was unknown; however, there was no concern that a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. The patient continued to undergo ccpd therapy utilizing the same liberty select cycler and has recovered from the events.